Manufacturer narrative:
A thorough investigation was performed that determined damages to the lens face was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
A customer reported their c10-3v transducer¿s lens had a hole, resulting in exposed metal. The transducer was associated with the epiq 7 ultrasound system at the customer¿s site. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. A philips service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.